Event description:
It was reported that during a laparoscopic rectosigmoid section procedure, when the device was removed, the patient's tissue was disrupted. It was a fellow and not the surgeon who fired the device. The fellow did not hear or feel the audible and tactile feedback when the device was fired. In addition, when the device was being removed, he turned the rotating knob two complete turns, instead of the recommended 1/2 to 3/4 revolutions. The patient was given a permanent colostomy as a result of this event. The patient was stable following the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Uncut washer - blemished. The analysis results found that the device arrived in good visual condition with only 14 staples present and protruding; the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be deployed without completely forming and without cutting the washer. When either or both of these scenarios occur, the device will not transect the tissue completely resulting in difficulties to remove the device. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.